Manufacturer narrative:
The condition of failure code 808:07 was confirmed through the event history, and occurred on channel a on (B)(6) 2011. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The facility representative reported a colleague infusion pump that is "broken." It is unknown when this condition occurred. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention related to the device. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history it was determined that failure code 808:07 occurred during delivery causing an interruption of delivery.